Event description:
A malfunction of the insulin pump was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to use multiple daily injections as a backup therapy and was provided instructions on putting the pump into storage mode. Technical support confirmed the shipping address and dispatched a replacement pump to the customer, requesting the return of the malfunctioning pump.